Event description:
It is reported that the pt rec'd an implant in 2009 and experienced pain.

Manufacturer narrative:
Info was rec'd from a consumer who is not required to complete from 3500a. Eval summary: neither surgical notes nor x-rays were provided, therefore, fit and orientation could not be evaluated. Pt factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unk. A definitive root cause cannot be determined with the info provided. Eval codes: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.